Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. Evaluation summary: (B)(4) distal conductor fractured; full atrial lead returned and analyzed. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was an apparent atrial lead fracture. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. It was later that an allegation from an attorney was received and indicated the patient is deceased.